Event description:
It was reported that the patient underwent gynecological procedure to treat pelvic organ prolapse on (B)(6) 2004 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse on (B)(6) 2004 and mesh was implanted. The patient underwent a hysterectomy in (B)(6) 2004. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2005 and on (B)(6) 2005 due to vaginal mesh erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat pelvic organ prolapse with cystocele, severe cervical dysplasia, stress urinary incontinence, and leiomyomas uterus concurrently with tah/bso, abdominal vaginal sacral colpopexy, enterocele repair, burch retropubic urethral suspension, and suprapubic catheter/cystostomy. It was reported that the patient underwent mesh excision on (B)(6) 2005 due to close vaginal cuff. It was reported that the patient underwent mesh excision on (B)(6) 2005 due to eroded mesh and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.